Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was found to be within specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition system error 345 was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an system error 345 during testing at the biomedical service department. There was no patient involvement. No additional information is available.